Event description:
It is reported that the device was implanted in 2004, and that the pt was revised in 2009 due to pain.

Manufacturer narrative:
Evaluation summery: the devices were not returned for evaluation. The alleged complaint states that the femoral component was revised to a smaller device, indicating that the pt pain and ultimate need for a revision may have been due to improper sizing of the femur leading to improper fit of the originally implanted component. However, without x-rays or add'l info, the definitive cause of pain and subsequent revision cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer,inc considers the investigation closed.